Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 45.4 cm. An external insulation abrasion exposing the outer coil, consistent with friction to the device can, was noted 42.2 to 42.4 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.